Event description:
During laparoscopic appendectomy the surgeon fired the endoscopic linear cutter and the staples functioned correctly. There was a staple line across the tissue but the device did not cut. A second endoscopic linear cutter ats45 was opened with a blue ets45 6e45b reload and the second instrument worked correctly. There was no patient harm.